Manufacturer narrative:
The investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
It was reported, that the device would not power on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: reinstalled door harness. As found software version 9.33.0.50, as left software version 9.33.0.50 a review of the device history record showed the device had a manufacture date of 26dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to harness needed to be reinstalled. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not power on. There was no patient involvement.